Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that this was the ¿third one I¿ve had and also had a battery replaced, guess it¿s the last 6-7 years this has been going on.¿ manufacturer representative asked patient to clarify ¿last 6-7 years¿ and patient could not remember when they first got device. It was reported that the patient had stimulator for a while, then had that replaced a few months ago, in the meantime the battery had gone dead. The patient was asked to clarify again if the other implants that were replaced was due to normal battery depletion and the patient states ¿I guess you would say it¿s the battery, they just weren¿t, it¿s just wasn¿t working, so they replaced it with a new one, they say they wear down after a while, so it was normal battery depletion, guess that¿s what you would call it.¿ it was unclear why battery was replaced. Additional information received reported that the patient had two stimulator replaced due to stimulator ¿not working¿. The patient was not able to verify if they had another brand implanted, the patient did not have a good memory. The patient was unable to confirm dates of stimulator replacement which reason for replacement. The patient stated being on a higher voltage make battery die sooner.